Event description:
It was reported by the rep that the device was used during an unknown procedure. It was reported the tlc55 "would not fire." Another tlc55 was thought to have been used to complete the case. There was no consequence to the pt.